Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Aneurysm and vessel morphology was not reported. It was reported that the patient presented symptomatically with left leg ischemia. On angio the contralateral limb which had been implanted on the left was occluded. The physician elected to perform a thrombectomy, successfully removing the occlusion, and placed a stent in a part of the limb which appeared to be affected by an acute bend in the patient's anatomy near the take-off of the left common iliac artery. The patient tolerated the procedure well and will continue to be monitored by their physician. No additional clinical sequelae were reported.

Event description:
Films were received and their evaluation was completed. The non-contrast pre-stent graft implants cta were reviewed. The abdominal aortic aneurysm was approximately 5 cm in diameter and was calcified. The distal aortic diameter was approximately 10 mm x 20 mm with calcification. The left common iliac artery took off sharply laterally left (approximately 100 degree) as it exited the distal aorta. The right common iliac initially coursed alongside the left iliac, and then angled sharply to the right distally. Both iliac arteries were calcified. Images post-implant were not provided; therefore could not evaluate the in-vivo configuration of the stent graft. Non-contrast films also limited the evaluation.

Manufacturer narrative:
Evaluation method: (film evaluation).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft occlusion); patient's condition affected effectiveness of device (anatomy related; acutely angulated iliac). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; acutely angulated iliac).